Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was inserted on (B)(6) 2018 in the inguinal region. On (B)(6) 2018 the catheter fractured since the patient pulled the catheter. In addition, it was found that the distal fragment of the catheter was missing. CT examination to check the patient's body was performed and the area around the patient was searched for the missing catheter fragment, but distal catheter fragment was not found. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. The catheter exhibited a break approximately 5cm from the connector. The distal catheter fragment, including the valve and tungsten plug, was not returned for evaluation. Curved shape memory was observed the vicinity of the break. Microscopic inspection of the distal end of the sample revealed an irregular and dully granular fracture surface. The catheter exhibited an elliptical cross-section in the vicinity of the break. Tactile inspection of the sample revealed severe and abundant tensile weakness in the vicinity of the break. The break features and abundant tensile weakness were consistent with damage caused by tensile (pulling) stress. The event description appeared to corroborate this, suggesting that the break was discovered after ¿the patient pulled the catheter¿. Catheter securement technique can mitigate the risk of tensile damage. The product IFU states ¿to minimize the risk of catheter breakage and embolization, the suture wing and / or adapter must be secured in place.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was inserted on (B)(6) 2018 in the inguinal region. On (B)(6) 2018 the catheter fractured since the patient pulled the catheter. In addition, it was found that the distal fragment of the catheter was missing. CT examination to check the patient's body was performed and the area around the patient was searched for the missing catheter fragment, but distal catheter fragment was not found. There was no reported patient injury.